Event description:
During a diagnostic laparoscopy procedure, the patient sustained a minor burn on the skin of one leg. Small red marks were noted. No treatment was needed and no other problems were reported. A check of the equipment by user facility personal did not find any electrical problems.